Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt is driving to the MRI facility and requested assistance with MRI mode. On the call pt is getting "no device found" pt stated her ins is not charged. Pt stated that she had a huge lump where the implant was and the ins used to stick out because pt is "thin" pt stated she put on a few pounds because of her knee and now she can't find the ins to charge in the past 2 weeks. Pss reviewed that pt needs to charge the ins in order to put the ins into MRI mode. Pt is driving - pt stated she will call back if she has any further issues.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.